Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he/she received erroneous results when testing with coaguchek xs meter serial number (B)(4). All measurements on the meter were performed within 7 hours. The patient measured values of 3.8 inr, 4.0 inr, and 5.0 inr on the meter. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or changes in medication based on the meter measurements. There have been no changes in the patient's condition. The patient's therapeutic range was not provided. The patient does not have anemia, antiphospholipid antibodies, or lupus. The patient does not take heparin. The patient's coumadin dose has not been changed since last tested. The patient has had no changes in mediation or health since last tested. The patient has had no changes in diet. The patient has had no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.